Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services to discuss programming reverse polarity. During indication testing, the first attempt at 65 joules failed to terminate induced ventricular fibrillation (vf) requiring delivery of external defibrillation. The patient developed pulseless electrical activity requiring cardiopulmonary resuscitation (CPR) and drugs that resulted in stable blood pressure and sinus tachycardia. The physician elected no further induction testing and the device reprogrammed to reverse polarity. The patient was presented to the clinic seven days later and the device check was normal with no residual adverse events. No retesting or reprogramming was undertaken or planned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.